Manufacturer narrative:
(B)(4) - (tip appearance). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a tandem xl ercp cannula was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, while flushing pre-procedure, the device tip appeared as if it had been cut instead of tapered. The device was not used on the pt. The site also indicated that no damage was identified to the outside of the package. The procedure was completed with another tandem xl ercp cannula. There were no pt complication reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.